Manufacturer narrative:
Two green needle tips were returned in a plastic bag and were taped to a piece of gauze. Microscopic examination was performed and found one needle was damaged. A section of the hub rim had broken off. The broken piece, which was also green in color, was lying on the gauze between the two needles. The broken piece of the rim was approximately 2367 microns long by 481 microns wide. These samples will be sent to the vendor for investigation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in the united kingdom reported during phacoemulsificaion, a small piece of green metal appeared to come from the handpiece and had to be retrieved from the patient's eye. The particle was intact on removal and there was no harm to the patient. Site have completed their own investigation to determine the below, "after examining the phaco needle used during the procedure, I have investigated the below and as you can see with the picture (attached) above the small green piece which went into the patient¿s eye has come of the microflow needle. As you can see the microflow needle is not fully intact. The base should be a complete circle and as you can see it has small bit missing which matches the bit recovered from the patient¿s eye." Photos to be attached to file. The tm provided the following information: no medical intervention, no clinical consequences, no patient impact.

Manufacturer narrative:
Correction: h6 investigation findings 2 and 3.

Manufacturer narrative:
The vendor results indicate the most probable cause for this complaint is the needle not being fully seated onto the handpiece during installation. This investigation is closed.